Manufacturer narrative:
The field service engineer (fse) found that there was a clog in the tubing through pinch valve lv14. Pinch valve lv15 was not actuating because the clog had damaged pinch valve lv15. Pinch valves lv 14 and lv15 control the drain for the baths. The fse flushed the tubing through pinch valve lv14 and the clog was removed. The fse also replaced pinch valve lv15. The instrument ran without any leaks. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak inside the coulter act diff 12 analyzer. The instrument was giving aperture alerts on wbc when the leak was noticed. The volume of the leak was a few drops and was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated.